Manufacturer narrative:
(B)(4): wire kink. Event eval: still under investigation.

Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt was not suitable for endovascular repair because the pt's proximal neck was crooked 68 degree by the aneurysm. After inserted the main body, the physician removed the delivery system and then inserted the esc, but it could not be removed from the delivery system. The physician recognized the wire guide was kinked and stuck with inner cannula of esc. So the physician removed the delivery system with wire guide. Then the physician assembled the esc into the main body sheath and tried to insert, but it could not be deployed. Finally the physician decided to transition to open surgery. <additional info (B)(6) 2011> the physician cut off the main body at under the proximal side of first stent, then he sutured with the artificial vessel and saved the blood flow to both side of the cia. <additional info (B)(6) 2011> the physician performed open surgery with the sheath remained the pt's peripherally. The vessel has been clamped in this condition for a long period, and the ischemic time has been lengthened, suspected to have caused ischemia-reperfusion injury.